Manufacturer narrative:
Service visited on (B)(4) 2011 and found small puddle of watery liquid from right side of hydro drawer. The field service engineer (fse) observed the hydro area but detected no leaking or pooling. Once cleaned and dried, hydro area remained dry for over 2 hours of operation. The fse could not identify defective parts. There was not enough evidence to determine the cause of failure at this time. No further hydro leaking complaint filed as of (B)(4) 2011.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600 synchron system was leaking. The customer was wearing gloves and a lab coat, and has a hazard management plan in place. There was no exposure to uncovered wounds or mucous membranes. No injury was reported.